Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicate that the customer was not able to perform displacement test. Insulin pump was dropped. Insulin pump passed self test. Insulin pump also had failed battery test alarm. Customer saw a filled in dark circle. They no longer noticed a dark at the top of the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.